Event description:
It was reported that during a therapeutic uterosacral suspension procedure, the carrier on this capio broke off and was retrieved. The procedure was completed successfully with no patient complications.